Manufacturer narrative:
The subject product(s) has been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (04/19/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter was evaluated and the primary complaint was not confirmed; however, a secondary issue ws noted where pa found the meter to be missing batteries. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.